Event description:
It was reported that the keypad presses (ok and arrow buttons) are intermittently activating the desire pump functions. The pump is reportedly intact and has not been exposed to moisture. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the keypad appears to be intact (no lifting or peeling observed), the up/down/ok buttons were intermittently responding, the contrast button required excessive force to activate, the contrast key contact was inverted and misaligned, the up/down/ok/contrast key contacts became inverted when pressed and did not always spring back, and there was evidence of adhesive/contamination under the all key contacts.